Event description:
It was reported that the light was leaking from the surface of the fiber, after an inspection it was discovered that the fiber was damaged at the central part. There were no patient complications.

Event description:
It was reported that during the preparation for a procedure the light was leaking from the surface of the fiber, after an inspection it was discovered that the fiber was damaged at the central part. There were no patient complications.

Manufacturer narrative:
Upon receipt of this slimeline fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber tip was degraded down to the fiber jacket, which is expected in used consumable devices. The aiming beam was dim, and the connector had burn marks; it is likely that the marks occurred because of prolong use. Light was not seen leaking through the fiber body, therefore, the allegation of fiber damaged was not confirmed. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation, but a component failure could have cause or contributed to a device issue.

Manufacturer narrative:
Upon receipt of this slimeline fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber tip was degraded down to the fiber jacket, which is expected in used consumable devices. The aiming beam was dim, and the connector had burn marks; it is likely that the marks occurred because of prolong use. Light was not seen leaking through the fiber body, therefore, the allegation of fiber damaged was not confirmed. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation, but a component failure could have cause or contributed to a device issue.

Event description:
It was reported that during the preparation for a procedure the light was leaking from the surface of the fiber, after an inspection it was discovered that the fiber was damaged at the central part. There were no patient complications.